Manufacturer narrative:
This report was inadvertently submitted and reports of this nature typically do not meet zoll's reporability requirements. It was determined during our investigation that the error reported did not occur at the customer's site and was not a part of the customer's report. This report has been closed as inadvertently submitted. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.